Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient's blood sugar was checked at 1316, and the result was "greater than 600." The clinician checked the device that was infusing total parenteral nutrition (tpn) and found it was running at 3ml/hr. As prescribed. The clinician then clamped the tpn IV tubing. The pump then alarmed "channel error, error code 241.4140" per report. The device reportedly displayed the message "an error occurred on channel a. Press confirm to continue operation of unaffected channels. Replace channel with an operational unit as soon as possible. Code 241.4140." The clinician notified the provider of the elevated blood sugar. The provider came to bedside to assess. The customer reported "injury" (unspecified). Bd received additional information. It was reported that tpn was suspected to have infused faster than intended. Per report, "the bag of tpn appeared empty to the nurse at around 1300, which is 4 hours before the bag should have finished, but even then, the bag contains overfill so should not be completely empty even when infusion is completed." The tpn order was for "91.2ml to run at 3.8ml over 24 hours." The total volume dispensed was 181.2ml, including overfill from the tpn compounding machine and volume for line priming/waste, which is not intended to deliver to the patient, total dose would be only 91.2 ml. The pump was programmed manually in guardrails IV fluids for tpn entry.

Event description:
It was reported that the patient's blood sugar was checked at 1316, and the result was "greater than 600." The clinician checked the device that was infusing total parenteral nutrition (tpn) and found it was running at 3ml/hr. As prescribed. The clinician then clamped the tpn IV tubing. The pump then alarmed "channel error, error code 241.4140" per report. The device reportedly displayed the message "an error occurred on channel a. Press confirm to continue operation of unaffected channels. Replace channel with an operational unit as soon as possible. Code 241.4140." The clinician notified the provider of the elevated blood sugar. The provider came to bedside to assess. The customer reported "injury" (unspecified). Bd received additional information. It was reported that tpn was suspected to have infused faster than intended. Per report, "the bag of tpn appeared empty to the nurse at around 1300, which is 4 hours before the bag should have finished, but even then, the bag contains overfill so should not be completely empty even when infusion is completed." The tpn order was for "91.2ml to run at 3.8ml over 24 hours." The total volume dispensed was 181.2ml, including overfill from the tpn compounding machine and volume for line priming/waste, which is not intended to deliver to the patient, total dose would be only 91.2 ml. The pump was programmed manually in guardrails IV fluids for tpn entry.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of total parenteral nutrition (tpn) and channel error 241.4140 was not confirmed or replicated. Although requested, no devices or logs were returned for investigation. ¿ no devices were returned for laboratory testing; therefore, it was not possible to perform an internal, external inspection or laboratory testing. ¿ the customer provided an event date of 20 september 2024. The event time was 13:16. Since no device logs were returned for investigation a device log review could not be performed. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Root cause: the root cause for the reported issue of a tpn over infusion and channel error 241.4140 was not able to be identified. No product or device logs were provided for investigation.